Event description:
Additional information indicates the system was explanted on (B)(6) 2026 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken to explant the system on (B)(6) 2026.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000033347.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to place their system into MRI mode. Diagnostics revealed high impedances. As a result, surgical intervention may be undertaken to address the issue.